Manufacturer narrative:
The device was returned as part of the asset return process. A third-party evaluation team found the housing at the eyepiece was loose, moisture could enter inside, and the image was foggy and blurry. The product was not returned to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, telescope, 10 mm, 0°, hd, quick lock, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the housing at the eyepiece was loose, and moisture could enter inside. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed loose housing at the eyepiece and foggy image issues could not be determined, as the device was not returned to olympus for evaluation, however, based on third party inspection and evaluation, the issue was found to likely be the result of user handling/mishandling. The issue may be detected/prevented by following the instructions for use which state: 5.3 installation and connection. 5.3.1 connecting the eyepiece funnel. Make sure that the thread of the eyepiece funnel is completely dry. Attach the eyepiece funnel to the eyepiece thread of the optics connect. 7 after use - disassemble. Turn off the light projector. Disconnect the light guide cable from the light projector. Disconnect the fiber optic cable from the optics. Remove adapters if applicable. If applicable, remove the camera head. Remove the eyepiece funnel. Only for a5333: clean the lumen with a suitable brush, brush thoroughly. Olympus will continue to monitor field performance for this device.